Event description:
A malfunction was reported involving a malfunction code labeled as malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for potential future issues, advising the customer to report if the malfunction recurred; the malfunction did not recur after the reset, and the customer was able to continue using the pump.